Event description:
A physician used a fox plus pta catheter for pre-dilation in an sfa. After removal of the catheter, a stent was deployed. The same fox plus catheter was reinserted and used for post-dilatation. The balloon ruptured and was removed with a snare.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.